Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, within the same surgery due to the lens tore during delivery into the left eye (os). There was no patient injury. The lens was replaced with a shorter lens during the same surgery and the problem was resolved. The cause of the event was due to user error (the icl was not extruded through the cartridge enough prior to injection).